Event description:
It was reported that during an indirect decompression implant procedure, the inserter broke into the 10mm indirect decompression system implant inside the patient. An x-ray confirmed all parts of the broken inserter were removed from patient. Further attempts were aborted and the patients symptoms were unrelieved after surgery. No further information can be obtained.